Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). This complaint was opened for "the event occurrence date is different [than for mfg report number 3013886523-2021-00336] and the catheter (manufacturer unknown) reconstruction is being performed. And it is suspected that the cause of the catheter being pushed out was the problem of the valve installation position". Since the product involved in this complaint (hakim valve with code 82-3162 and lot number 3926176) has already been returned and investigated for "poor flow" and no product problem was identified (could not duplicate the reported event) therefore this complaint was investigated for "problem of the valve installation position" and was not device related. Furthermore, this valve was considered as not returned to avoid creating a duplicate for the same product involved in two different events. Complaint will be closed as 'incident unrelated to device'. Root cause: the complaint sample had already been returned and investigated under mfg report number 3013886523-2021-00336 for "poor flow" and complaint was "unconfirmed" since event "could not be duplicated". The cause(s) of the second event reported by the customer ('problem of the valve installation position and the fact that the ventricular catheter was pushed out, which made it impossible to perform the shunt function of the valve and led to reconstruction') could not be determined. The possible root cause for the reported event ¿problem of the valve installation position" could be due to "wrong suture technique used or clinician forgets to perform suture step" so procedure related not product related. Complaint will be closed as 'incident unrelated to device'. As specified in the IFU, at the section 'precautions': "silicone has a low cut-and-tear resistance; therefore, exercise care when placing ligatures so as not to tie them too tightly. The use of stainless steel ligatures on silicone rubber is not recommended. Do not use sharp instruments when handling the silicone valve or catheter: use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components [...] To better stabilize the position of the valve underneath the scalp, proper valve placement is required. Place the flat underside of the valve against the bone, with the round top surface facing upward. Verify proper placement and integrity of ligatures at all tubing junctions to prevent obstruction of the catheter lumen and tears or abrasions of the silicone tubing".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg reprot number 3013886523-2021-00336. A facility reported a hakim programmable in-line valve was implanted in a patient via ventricular peritoneal shunt in november 2020 with an unknown initial setting. On an unknown date, the flow became poor, and the shunt pressure was adjusted for follow-up. In (B)(6) 2021, the catheter (manufacturer: unknown) on the ventricular side was pushed out, and the catheter was reconstructed. Even after the reconstruction, the flow was poor, and even the minimum pressure was ineffective. It is unknown if the patient experienced any clinical signs or symptoms. The patient was taken to the operating room on (B)(6) 2021 and the valve was replaced. (Report number: 3013886523-2021-00336) this report is based on the additional information received staying that in february 2021 the catheter (manufacturer unknown) was reconstructed: "it was suspected that the cause of the catheter being pushed out was the problem of the valve installation position and the fact that the catheter was pushed out, which made it impossible to perform the shunt function of the valve and led to reconstruction."